Manufacturer narrative:
Events of this nature are an inherent risk of surgery. No anomalies were found with the returned hardware. Implants are intended to be a temporary fixation device to aide in the process of fusion.

Event description:
It was reported that a patient had related to spinal hardware. Patient was 12 months post-op and had fused. A revision was performed to remove the hardware.